Manufacturer narrative:
The concerned magnetom avanto dot system in the affected hospital is serviced by a third-party company and as the customer refused service/on-site inspection by siemens, no further information with respect to the accident history and the condition of the system was provided. The information provided to siemens suggests that the patient has held on to the edge of the table and has then pinched a finger while moving the table inwards, which has led to the cut. It is in the responsibility of the operator to ensure that patient lays safe on the table during the table movement (according to the user manual). Therefore, it is assumed that the incident was caused as an operator error. The user should be notified that the table gap dimensions must be checked and, if necessary, adapted in accordance with siemens specifications based on iec 60601-1. In addition, it is recommended to re-train personnel according to the operator manual (m6-02001.621.09.01.02). Pages a.2-14 provide clear instructions on how to carefully monitor patient safety during table movement.

Manufacturer narrative:
This event is considered a user error due to inadequate or incorrect positioning as described in the magnetom operator manual. The operator is responsible for monitoring the patient during all table movements. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Event description:
It was reported to siemens that an adverse event occurred while operating the magnetom avanto dot system. During table movements, it was reported that a patients finger was jammed resulting in injury to the fifth digit. An x-ray of the patients hand was conducted and no fracture was confirmed. The patients wound was sutured with two stitches and a tetanus vaccine was administered.